Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
It was reported that the patient was treated by the lifevest and passed away on (B)(6) 2018. The patient was at home during the event and it was reported that CPR was initiated. Per the ECG and flag data analysis, the patient went into asystole at 22:16:03 on (B)(6) 2018. The patient was inappropriately treated during asystole with intermittent cardiac activity at 22:17:34 with a post-shock rhythm of severe bradycardia at 20 bpm. The false detection was caused by oversensing of a low-amplitude cardiac signal. Asystole is considered a non-treatable, non life-sustaining rhythm. The patient then degraded to asystole. During device deactivation at 22:50:50, the patient was in asystole with motion artifact. The patient passed away on (B)(6) 2018. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 04/19/2018. Acknowledgements 1, 2, and 3 could not be located.